Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous and moderately calcified vein located in the right upper arm. After difficulty crossing the lesion with a non-bsc wire, the 1.5 x 20mm x 142cm sterling es over-the-wire balloon catheter was advanced to the proximal portion of the lesion with some resistance. The balloon was inflated to 12 atms. Then the balloon catheter was positioned in the distal portion of the lesion. When the second inflation was attempted, it was noticed that the balloon was ruptured. No patient complications occurred. The patient status was satisfactory.